Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient reported the reason for the ins was because the patient was leaking large amounts of urine/incontinence. Patient reported they had problems with retention following implant. Once the patient got the cna's attention to help the patient go to the bathroom, the patient only went 50 cc's. Patient admitted they have been drinking a lot of water because they are on an antibiotic because of a sinus infection. Patient thinks its call something like "moxafloxin" which is really strong. By the time the patient got home from the implant procedure, they were drinking water the whole time and finally did about 7 drops of urine. It was reported that it was very uncomfortable. The patient called healthcare provider's (hcp) office and spoke to the nurse. Nurse recommended going to the ER to have a bladder scan to see how much is in the bladder. Patient just wanted to know if they could turn off their stimulator. Nurse did not recommend turning off the stimulator, but the patient played around with it all weekend, tried decreasing it, and all of the sudden the bladder started to work better. Patient felt like they could have voided better and reports not being able to void all of their urine. Patient reported not turning the stimulator off and felt better after going to the bathroom. After turning it back on, the patient stood up and leaked even though they didn't feel an urge. Patient blames not feeling an urge due to the strong antibiotic. Patient tried going up a little bit, but that was uncomfortable. Patient reported the trial was great. Patient reported they had two pain pills for 2 hour drive home they were also supposed to get another medication called "cephalex". Patient called the pharmacy and was instructed not to take those pills. Patient asked if the ins can cause constipation stating that the patient is still trying to go to the bathroom and taking laxatives. An appropriate sensory response was reviewed. Considerations regarding how medications may impact therapeutic effect and role of patient services, the use of the patient programmer (pp) and different programs, and adverse change to bowel function was reviewed. Patient will follow up with their hcp on (B)(6) 2017. Additional information was received from the patient. Patient wondered if the antibiotics they were on for a sinus infection would affect their bladder. It was reviewed that the patient needed to discuss that with their hcp. In the evening, patient said the device doesn't seem to really be helping and is still leaking. Patient said their symptoms were better at night during the trial. It was determined that therapy was on and that the patient is getting a little over 50% relief. Therapy expectations of 50% improvement or better was reviewed. Patient wanted to change the program and was successfully able to change from program 2 to program 3. Patient was on program 2 at 1.9v and said if they increased any higher it was a little uncomfortable. Patient said before they got the device, their pad weighed about 5 lbs and now it weighs about 1/2. Patient said starting around 5 or 6 o'clock, the patient starts having small leaks and not a lot of time to get to the bathroom. Patient said hcp didn't give the patient any instruction on when to change programs. Patient mentioned they only urinated 50 cc in the hospital and only a couple drops after getting home. Patient felt over loaded with water and had to turn stimulation off so they could pee. Additional information was received after following-up with the patient. The steps taken to resolve the urinary retention and constipation were the patient had the device implanted for urinary retention. Discomfort with increased stimulation is better, but it is not 100%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the ¿evening problem¿ had been resolved yet. As for the discomfort with the increased stimulation the patient reported they ¿don¿t mind the stimulator¿.